Event description:
Repair request initiated for device with the report of the bur is burnt black. No patient impact was reported. Repair request escalated to a product event due to reason for return. On follow-up it was reported that there were no patient or staff impact.

Manufacturer narrative:
H3: product analysis (pss unknown tool): device return was requested. However, the product was reported to have been discarded. Therefore, returned device analysis was not able to be performed. Product analysis(em800): evaluation determined that there is a crack on the internal shaft. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.